Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 139 mg/dl.